Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported that during a cataract procedure, in the right eye, there was not enough suction during phacoemulsification. The cataract was noted as dense, grade 2. The doctor observed the vitreous pressure was high and was having difficulty cracking and chopping the components. He also indicated being uncomfortable using the foot pedal even though he has used before. Torsional power was dropping, and the nuclear disassembly was not completed, leaving large pieces of nucleus connected at the posterior capsule. Settings were altered slightly, but this did not remedy the situation. The patient experienced a posterior capsule rupture with vitreous prolapse. An anterior vitrectomy was performed using an alternate system. A different intraocular lens was used than what was planned to complete the case.

Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the customer reported ¿no suction and a posterior capsular tear (pc tear)¿during cataract surgery, in the right eye (od). The company representative provided the following settings: medium dense grade 2+ cataract, vision blue. The surgeon used 30 deg tip, a 2.2 mm incision was made and the appropriate consumables were used for setup. During the quad removal, the settings were listed: the vacuum was 450 fixed, the aspiration was 37 fixed, the torsional power was set at 0 to 100%, and the bottle pressure was set at 90 cm. The surgeon commented that ¿the patient had very high vitreous pressure.¿ he had difficulty cracking and chopping and complained there was not enough suction. He commented that he ¿was not comfortable with the foot pedal.¿ however, the surgeon uses the foot pedal extensively for his vitreoretinal cases. The surgeon had been ¿dropping the torsional power (fp3) during aspiration. The surgeon tried to suction the nucleus. However, he had not completed nuclear disassembly, which left large pieces of nuclei still connected to the posterior capsule. The settings were changed, but the posterior capsule tear (pc tear) with vitreous prolapse still occurred. Shortly after, the facility staff discovered that they had no anterior vitrectors available. The surgeon used their ¿other system¿ (which is not made by our company) to complete the vitrectomy. Additionally, the intraocular lens implant (iol) was also switched from a t9 toric to a multi-piece intraocular lens implant. The surgeon required a 29d (diopter) lens but the facility only had a 28d and 30d lens available in. The surgeon implanted the 30d through a b cartridge without incident. The surgeon commented that the rest of his cases would be completed with the ¿other system.¿ however, when the company representative called later, the surgeon indicated that he had another pc tear with the ¿other system¿ and subsequently cancelled the rest of his cases. The surgeon commented to the company representative that he felt the machine was at fault but agreed that this particular patient may have been precipitous to capsule risk due to an existing unrecognized ocular pathology. New vitrectors have been provided to the facility since this event. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the equipment had any effect on the integrity of the posterior capsule.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 31, 2012. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).